Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 1301.1 mcg/day) and unknown morphine drug (1mg/ml at 0.6505 mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was being used for a replacement due to eri (elective removal indicator). The surgeon was attempting a back table prime, but the pump was unable to be aspirated from shelf state. The scrub technician was able to aspirate approximately 8 cc, which came out very slowly from the start. The surgeon tried injecting the sterile water back into the pump, but it was locked. Tried aspirating the pump, but was unable to aspirate any sterile water. Ultimately, the surgeon asked for a new pump to be opened, and this pump be replaced, as it was pre-purchased by the hospital. There were no known factors that may have led or contributed to the issue. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705162932:analysis information -- 2022-10-07 14:04:18 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 1301.1 mcg/day) and unknown morphine drug (1mg/ml at 0.6505 mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was being used for a replacement due to eri (elective removal indicator). The surgeon was attempting a back table prime, but the pump was unable to be aspirated from shelf state. The scrub technician was able to aspirate approximately 8 cc, which came out very slowly from the start. The surgeon tried injecting the sterile water back into the pump, but it was locked. Tried aspirating the pump, but was unable to aspirate any sterile water. Ultimately, the surgeon asked for a new pump to be opened, and this pump be replaced, as it was pre-purchased by the hospital. There were no known factors that may have led or contributed to the issue. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury. (B)(6) 2022 rp, e1 (rep): documents contained no new information regarding the event (B)(6) 2022 ip (rep) document contained no new information.